Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient states they as of "like 2 weeks ago" they are needing to cauterized like 7 times a day rather than 2 times a day like they were. The patient increased stimulation to 1.0v on program 7. Patient will keep stimulation here and will monitor symptoms. If symptoms do not improve, the patient will discuss next steps with doctor and see about possible program change.